Event description:
The customer reported a false negative result for the other b target on the alinity m high risk (hr) hpv amp kit. Customer had a sample (sample ID [sid] (B)(6) on (B)(6) 2025 with a negative result on the alinity m, but the sample was run on seegeen allplex hpv25 with a result of detected for genotype: hpv18, hpv 51, hpv 68, hpv 82, hpv 51, hpv 68, and hpv 82. The customer reviewed the graph and could see that there was a real amplification for other b, with what should be a cycle number (cn) value around 20. There are no errors related to the sample run. There's no indication of contamination, nor deficiencies in reagents or instrument performance. Customer is questioning why there are no error codes associated with the result, as the final curve clearly is abnormal and resulting in a false negative, as they believe the final curve is abnormal and resulted in a false negative. The sample belongs to a 33-year-old woman. The patient had symptoms in the form of erosion of the cervix. The patient had low-grade squamous intraepithelial lesion (lsil) and hpv18+ in 2023. The sample was first tested on alinity with hpv interpretation negative. Since the sample is from a patient with physical symptoms, a microscopy examination was performed as per routine. The test confirmed with lsil and some asc-h cell changes with a recommendation for assessment by a gynecologist with colposcopy and biopsy. The sample was delivered to the molecular pathology section for further genotyping, where they use (allplex hpv28 - seegene). They have detected hpv 18, 51, 68 and 82, as well as higher virus loads of hpv 51, 68 and 82. The sample was not retested on the alinity m. There was no impact to patient management.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m hr hpv assay, list number 09n15-090, which is the same/similar to the alinity m hr hpv assay, list number 09n15-095, which received FDA approval.

Manufacturer narrative:
B5 corrected. Investigation is summarized as follows: customer data review: customer attachments were reviewed. Customer attachments do not demonstrate target[?]like amplification for other hr hpv b; traces remain near baseline with no threshold crossing or diagnostic ratio peak. The amplification curves of the cellular control appear normal, and lack of error codes/flags indicate a valid run. Results obtained from different molecular diagnostic platforms may vary due to differences in assay design, analytical sensitivity, and target detection algorithms. The seegene allplex hpv28 assay and the alinity m hr hpv assay are distinct systems with different performance characteristics. Each assay should be interpreted according to its validated performance specifications and in conjunction with clinical and laboratory findings. Retain/ file sample review: the file sample evaluation for alinity m hr hpv amp kit (list 09n15-090) lot number 411075 was performed. The file sample evaluation met all validity and acceptance criteria. The results for the parameters being evaluated were within the lower specification limit (lsl) and the upper specification limit (usl). Moreover, there were no instances of false negative results; therefore, the file sample evaluation for alinity m hr hpv amp kit (list 09n15-090) lot number 411075 met the acceptance criteria and validity criteria that were established. As a result, the product file sample evaluation for the alinity m hr hpv amp kit (list 09n15-090) lot number 411075 received a pass disposition. Quality data review: device history record / batch record review: manufacturing quality assurance (mqa) reviewed the batch record of alinity m hr hpv amp kit (list 09n15-090) lot number 411075 and components using the revisions in effect at the time of review. Batch record review was performed and received a disposition of "a" (approved). CAPA / non-conformance review: a lot specific CAPA search was performed to identify related existing internal quality records to the reported complaint during production or internal use. Lots 411075, 411077, and 410619 were searched. The lot specific CAPA review did not identify any existing internal records or nonconformances related to the reported complaint for lots 411075, 411077, and 410619. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the case being investigated, which reported a discrepant false negative result for the other hr hpv b genotype while using alinity m hr hpv amp kit (list 09n15-090) lot number 411075. The complaint history review did not identify any additional complaints related to the reported issue. Complaint trending was completed. A trend violation was not identified as the upper control limit was not exceeded for product 9n15 (base list part number). No adverse trend was identified in this dataset. Based on the results of the investigation elements, a product deficiency for alinity m hr hpv amp kit (list 09n15-090) lot number 411075 was not identified.

Event description:
The customer reported a false negative result for the other b target on the alinity m high risk (hr) hpv amp kit. Customer had a sample (sample ID [sid] (B)(4)) on (B)(6) 2025 with a negative result on the alinity m, but the sample was run on seegeen allplex hpv28 with a result of detected for genotype: hpv18, hpv 51, hpv 68, hpv 82, hpv 51, hpv 68, and hpv 82. The customer reviewed the graph and could see that there was a real amplification for other b, with what should be a cycle number (cn) value around 20. There are no errors related to the sample run. There's no indication of contamination, nor deficiencies in reagents or instrument performance. Customer is questioning why there are no error codes associated with the result, as the final curve clearly is abnormal and resulting in a false negative, as they believe the final curve is abnormal and resulted in a false negative. The sample belongs to a 33-year-old woman. The patient had symptoms in the form of erosion of the cervix. The patient had low-grade squamous intraepithelial lesion (lsil) and hpv18+ in 2023. The sample was first tested on alinity with hpv interpretation negative. Since the sample is from a patient with physical symptoms, a microscopy examination was performed as per routine. The test confirmed with lsil and some asc-h cell changes with a recommendation for assessment by a gynecologist with colposcopy and biopsy. The sample was delivered to the molecularpathology section for further genotyping, where they use (allplex hpv28 - seegene). They have detected hpv 18, 51, 68 and 82, as well as higher virus loads of hpv 51, 68 and 82. The sample was not retested on the alinity m. There was no impact to patient management.